Manufacturer narrative:
Device evaluation summary: the event was confirmed; there was a tear in the balloon, however, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
A reliant balloon was used in the patient during endovascular treatment for a 58mm abdominal aortic aneurysm. During the index procedure it was noted that the reliant balloon burst during modeling of an endurant ii stent graft. The balloon was inflated by hand with a syringe, the balloon was inflated inside the stent graft as per the IFU. There were no patient complications related to the event. The physician replaced the balloon with the same size model and the procedure was completed successfully. The balloon was discarded. Per the physician¿s statement the cause is unknown. No additional clinical sequelae were reported and the patient is doing fine.